Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer had a string detach from a tampon leaving the tampon inside for one day. She experienced extreme vaginal irritation and odor. She went to urgent care for a procedure to remove the tampon on (B)(6) 2008 and was prescribed antibiotics prior to the incident date which was reported as (B)(6) 2010. Her health has improved.